Event description:
Reporter indicated that patient's generator was not shutting off with the use of his patient magnet as it had in the past. Magnet-mode diagnostics were not able to be performed, however, a system diagnostics test yielded results within normal limits.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.